Manufacturer narrative:
The device was returned to intuvie for evaluation and the pump failed the ground resistance test with a measured value of 0.120ohm. The acceptance criterion for this test is less than 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The complaint was confirmed, and the probable cause was determined to be a component related issue. The peristaltic motor was replaced and the ground resistance test subsequently passed with a measured value 0.078 ohm. A CAPA was initiated to investigate the root cause of ground test failure. Reference to complaint #: (B)(4).

Event description:
The device was returned to intuvie for evaluation and the pump failed the ground resistance test with a measured value of 0.120ohm. The acceptance criterion for this test is less than 0.1 ohm. No patient involvement was reported.